Event description:
Same case as MFR report #: 2134265-2011-03570. It was reported that following a stenting treatment procedure, thrombosis occurred and the patient died. The patient presented with a myocardial infarction. Using the femoral access, the procedure treated the de novo, 2.75x38mm eccentric lesion located in the left circumflex (lcx) artery. There was no calcification or tortuousity in the vessel. Treatment consisted of pre-dilation and the placement of two overlapping liberte stents, a 2.75x12mm liberte in the distal lcx artery and a 3.0x28mm liberte in the mid lcx. The procedure was completed and the patient was stable. The next day the patient got worse. The physician checked and found total occlusion stent thrombosis in both stents. The patient died the next day. Per the physician, the event was listed as related to the stents and unspecified co-morbidity.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).